Manufacturer narrative:
E1: event site name exceeded character limitations: (B)(6) hospital. E1: event site address line 2 exceeded character limitations: (B)(6). (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, acrobat-I stabilizer z knob malfunctioned and the surgeon was not able to tighten the knob. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. There were no visual defects observed on the device. A mechanical evaluation was conducted. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. It¿s observed the knob rotate idling, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. The device was furtherly disassembled for inspection of relevant components which functioned for engagement when knob is rotated. The acme nut lead-in thread was found broken, DHR review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had been performed 100% visual inspection and mechanical function test during production. Complaint historical data has also been reviewed, the failure of ¿knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened.